Manufacturer narrative:
Occupation: occupation is lay user/patient.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 2.9 inr. The result from the laboratory within 7 hours was 2.2 inr. On (B)(6) 2019 the result from the meter was 3.8 inr. The result from the laboratory within 7 hours was 2.7 inr. On (B)(6) 2019 the result from the meter was 3.8 inr. The result from the laboratory within 7 hours was 2.6 inr. The results from the laboratory were believed to be correct. No warfarin adjustments were made based on the meter or laboratory results. No treatment was required. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred. The customer had not cleaned the heater plate recently. The customer is not anemic, does not have anti-phospholipid antibodies and is not on heparin or other direct thrombin inhibitors. The customer has not had any recent diet changes. The customer has felt ill recently but doesn't know why. The customer was not experiencing any abnormal bleeding or bruising. The meter and test strips were requested for investigation. The customer returned the meter and test strips for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 3.2 inr, qc 2: 3.2 inr, qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 368886) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.